Manufacturer narrative:
Other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator; product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3387s-40, lot# va128cb, product type: lead; product ID: 3387s-40, lot# va13r43, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3708660, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 3387s-40, serial/lot #: va128cb, (B)(6), (B)(4); product ID: 3387s-40, serial/lot #: va13r43, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the caller was with the patient and the hcp wanted to do further troubleshooting. The caller reported there was an exploration procedure to replace the extension or ins due to high impedances. General impedance prior to procedure were around 2500 ohms. The patient therapy was unknown. Post procedure the caller reported intra-operative issues and currently the impedance results were 500-7100 ohms. That was after replacing the extension, testing the lead with twist lock and replacing the ins. The physician closed the patient with the issue unresolved. It was unknown if there was a connection or lead issue. Possible lead issue suspected due to both the extension and ins were replaced. The caller also indicated the lead looked different at the distal end. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37603 lot# (B)(4) implanted: (B)(6)2016 explanted: product type implantable neurostimulator product ID 3708660 lot# (B)(4) implanted: explanted: product type extension product ID 3708660 lot# (B)(4) implanted: explanted: product type extension product ID 3387s-40 lot# va128cb implanted: explanted: product type lead product ID 3387s-40 lot# va13r43 implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator; product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3387s-40, lot# va128cb, product type: lead; product ID: 3387s-40, lot# va13r43, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the high impedances were not determined. There were no interventions taken after the exploratory surgery. The high impedances had not resolved. The patient weight was unknown. The devices were also handled by the hospital and would not be returned. There were no further complications reported.